Event description:
Additional information was reported that the patient stated the programmer was not working with ins. Pt states put new ins in however left the leads in the body. Pt states old ins would not charge and that started going down end of 2019, (B)(6) 2019 when problems started. Pt states was working with a manufacturing representative (rep) who adjusted many times and never could get relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was not able to charge the ins. The patient reported that slowly, over the last 2 weeks, it started where it would charge but the ins wasn¿t holding a charge. The patient reported that she used to get like 3-4 days of charge when she charged it to fully, then it was like a day and the day before yesterday it was like 2 hours; now it was not taking a charge at all. The patient reported that the recharger showed reposition antenna screen. The patient reported that on the day prior to the report she wasn¿t able to connect to the patient programmer (pp) either. The patient noted reading about a rapid overdischarge recall and thought this was what was happening to her device. The patient reported that she started having a lot of pain this morning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having a problem with their ins. The patient said they had a lot of pain and they might as well get the ins removed because they were not getting any help from anyone. The patient was directed to follow-up with their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-04-09. It was reported stimulation was not working at all and she needs to get pain relief. Patient can't get telemetry with the recharger. It started over last two weeks. It started where it would charge but was not holding a charge. The patient said the charge used to last 3-4 days, then it was like a day and then it was like two hours. Now it is not taking a charge at all. No further complications were reported/anticipated.